Event description:
The user received a questionable cortisol result for one patient sample. The initial result was <0.5 nmol/l and was reported outside the laboratory. The doctor requested the sample be repeated and the result on (B)(6) 2012 was 562.6 nmol/l. The patient was not adversely affected. The cortisol reagent lot number was 16447803 with an expiration date of 11/30/2012.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The investigation was not able to determine a specific root cause. Based on the calibration and qc data, a reagent issue was not suspected. Information provided for investigation indicated a potentially insufficient sample centrifugation duration which is a possible cause for this event. The patient was not harmed by any action taken.